Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user awoke and was unable to unlock the device, although the bell and cartridge icons remained responsive. Troubleshooting was conducted remotely, and the user was instructed to perform a firmware update. Following the update, normal unlocking functionality resumed. No clinical symptoms were reported. There was no impact to health and no need for medical care or hospitalization. The investigation included remote troubleshooting and user education. Review of the case identified a software or firmware issue consistent with a bluetooth low energy firmware defect affecting the user interface lock state, which resolved after completion of the firmware update. Based on previously established findings for similar reports, it was concluded that the cause was software-related and addressed by corrective action through the firmware update. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.